Manufacturer narrative:
Device manufacture date: july 10, 2017 - july 11, 2017. The actual sample was received at the plant for analysis. A visual inspection on the returned unit shows no signs of physical abnormality that could have caused the reported flow problem. A functional flow rate test was performed on the unit, and the flow rate of the device was found to be in specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred on an unspecified date in (B)(6) 2018. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor overinfused the desired medication. The folfusor was observed to have delivered the unspecified medication faster than expected. There was no patient injury or medical intervention associated with this event. No additional information is available.